Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was full collar and shaft detachment. The ptfe lining, shaft and collar were visibly twisted. The ptfe lining was twisted and jagged at the edges of separation. For a length of 12.8cm from the separation, the shaft was flattened and twisted indicating there was force during device use. At 5mm from the tip of the device, the shaft, and tip were pinched.

Event description:
Reportable based on device investigation completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A guidezilla ii catheter guide extension was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However. Device investigations revealed that the full collar and shaft was detached.